Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "sounds like its running but nothing is infusing". They did not provide any details about the infusion rate, dose, how much had been delivered, or how much should have been delivered within the specified time frame. Mmdg followed up with the initial reporter but no additional information about the complaint was provided. They did report that the patient had not experienced any adverse effects due to the complaint. (B)(4).